Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 413 mg/dl. The customer changed the cartridge, infusion tubing and site. A correction bolus was delivered to address the high bg level. As the occlusion had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.